Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates found within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined.a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of confusion and overfill, which warranted hospitalization. The etiology of the adverse events is unknown; therefore, causality cannot be established. The pdrn stated a review of the patient¿s treatment data did not reveal an overfill event occurred, however the pdrn is uncertain how/why the ER doctor diagnosed an overfill event. In most instances of overfill, the event is seldom harmful. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of information (e.g. Treatment data, hospital records, timeline of events) and manufacturer evaluation of the suspect device; there is insufficient evidence to disassociate the device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. The doctor believes that the patient may have been overfilled and recommended replacing the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized for confusion. The pdrn neither confirmed nor denied an overfill event(s) occurred; however, the pdrn¿s review of the patient¿s treatment data did not verify an event(s) occurred. The pdrn stated she is unaware of what led the emergency room physician to diagnose a possible overfill event. The patient remains hospitalized, as the etiology of the patient¿s confusion remains unknown. The patient¿s confusion has not improved, therefore the patient was transitioned to hemodialysis (hd) for rrt, until causality can be established. Additional information (e.g. Treatment data, hospital records) was requested, however the request was declined. Per the pdrn, the patient¿s liberty select cycler will be scheduled for return this week. The patient is reportedly tolerating hd without issue.